Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient expired. After performing the transseptal puncture with an nrg radiofrequency needle, the team exchanged over a guidewire and advanced a faradrive sheath, then introduced the farawave catheter according to standard instructions. Once left atrial mapping was completed, pfa applications were delivered in the pulmonary veins and along the posterior wall. During the procedure, the patient developed a sudden drop in blood pressure along with facial cyanosis. Cardiac tamponade was suspected and confirmed by echocardiography showing a pericardial effusion. Resuscitation efforts and pericardiocentesis were initiated. Despite these interventions, the patient experienced multiple episodes of ventricular fibrillation and electromechanical dissociation. Throughout the case, the farawave nav catheter did not display error codes 301 or 303, and all device flushing procedures were performed correctly. The patient expired approximately two hours after the procedure. The official cause of death was determined to be cardiac tamponade and ventricular fibrillation/electromechanical dissociation. The event was attributed to risks inherent to the procedure rather than to a malfunction or performance issue with the boston scientific devices.